Manufacturer narrative:
Tracking number (B)(4).

Event description:
Procedure: thoracic. According to the reporter: the pt had surgery on (B)(6) 2012. The pt was readmitted for a post operative bleed on (B)(6) 2012. Friction or erosion was noted on the intercostal artery, close to the staple line with reinforcement. The pt was re-operated on and the bleeding stopped. The surgeon eliminated the drain site as contributing to this bleed and has suggested that it may have been caused by the duet product used on this pt. Further details have been requested.